Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the surgeon had applied the instrument in the patient for around 20 minutes. When he was going to take the adhesion, the tissue was stuck on the jaw. He tried to activate and cut it away, but failed. He pulled away the enseal from the tissue , he observed that the jaw was torn off. No patient consequences reported. One device will be returning.